Event description:
The account alleged the mattress ticking was worn out and fluid ingress. No pt impact.

Manufacturer narrative:
The account found the mattress was worn out in the chest area. The account replaced mattress ticking with a revitalization kit to resolve the issue.